Event description:
It was reported that a caregiver attempted to pair an initial freestyle libre 3 plus sensor using the abbott app, after which the user applied and successfully paired a second sensor to the ilet mobile app; the first sensor became unusable because it was already associated with another device, and the caregiver was transferred to abbott to obtain a replacement. Symptoms included no reported alerts or alarms and no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and no device-related injury. Investigation included complaint intake review and partner coordination to confirm the sensor pairing history and usage status. Investigation of this case revealed that the first sensor was locked to a different application, resulting in a ¿sensor in use by another device¿ pairing conflict, while the second sensor initialized normally with ilet. It was concluded, based on previously established findings for similar reports, that user workflow and third-party app association caused the pairing conflict.